Event description:
A customer from (B)(4) reported a test result of 10.1% on the a1cnow system. A different system at the inspection center gave a reading of 8.3%. The differences between the tests could be clinically significant. No adverse events were alleged. The customer's a1cnow kit is to be returned for evaluation and a replacement was sent.

Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws.